Manufacturer narrative:
Concomitant medical products: product ID: 09100-60, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 09100-60, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 37082-60, serial#: (B)(4), implanted: (B)(6) 2019, product type: extension. Other relevant device(s) are: product ID: 09100-60, serial/lot #: (B)(4), ubd: 28-jun-2022, UDI#: (B)(4); product ID: 09100-60, serial/lot #: (B)(4), ubd: 28-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) for a clinical study reported that a replacement of an occipital electrodes occurred on (B)(6) 2020 with no further details. A surgical intervention occurred. Relevant medical history includes chronic cluster headache in 2012 and neuropathic injury to tissue of nervous system.

Event description:
Additional information was received from the clinical site. It was reported that the leads were discarded as there was no request to hold the device. The explant date of the device was (B)(6) 2022 due to the high impedance of the electrodes. Just the replacement of the leads was done, and the issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID: 09100-60, serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead; product ID: 09100-60, serial# (B)(6), implanted: (B)(6) 2019, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the patient did not feel any stimulation. Only electrodes 1 and 4 did not have high impedances on (B)(6) 2020. On (B)(6) 2020 the device was interrogated and there were high impedances on electrodes 2 and 3. The device was reprogrammed. The leads were replaced on (B)(6) 2020. The outcome was resolved without sequelae. Etiology was related to the device or therapy, and unlikely related to the implant procedure.